Event description:
Pt implanted on (B)(6) 2011, orif right distal femur: with plates and screws. Pt returned to a different surgeon and it was discovered there was a non-union, date unk (pt experienced delayed union complex, r periprosthetic femur). On (B)(6) 2012, one cortical compression screw was removed and the most distal locking screw, closest to the fracture was removed. Pt was returned to operating room on (B)(6) 2012, hardware was removed and pt was revised to 12 hole 95 degrees angle plate. This is 4 of 10 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
(B)(4): placeholder.